Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the user facility. The pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the pump was not available to be returned for evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device: 77 days. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ongoing driveline infection and possible pump pocket infection. The patient was scheduled to be transferred to a transplant center; however, on (B)(6) 2015, the patient exhibited signs of a low cardiac output with severe dyspnea. Consequently, the surgeon decided to exchange the patient's pump on (B)(6) 2015. No additional information was provided.